Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling. See scanned pages.

Event description:
Per the audiologist, the patient reported intermittent pain and a "scratchy sound" with the cochlear implant system. Electrodes one through five have not been used in the sound processor since activation. Results of an integrity test done in 2007 were consistent with normal device function. The pattern of results were consistent with the electrode array being partially out of the cochlea. The patient's sound processor was reprogrammed removing the static sound. The patient's device was explanted in 2008. The surgeon noted "infection" on the returned device paperwork. No information on reimplantation was provided.